Event description:
It was reported that the root cause of the reported loss of capture (loc) was not determined. No further loc was observed and no changes were made. Subsequently, the patient was placed in hospice care and later passed away approximately one month later due to non-cardiac related medical issues.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) 3 days post implant resulting in greater than 2 seconds of asystole. A subsequent remote interrogation was performed. Review of remote interrogation data noted appropriate capture. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.